Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist troubleshot the device and checked synchronization status, reviewed dispensing device synchronization service logs, verified communication and no healthsight viewer (hsv) alerts for d8w; customer confirmed resolution after reconnecting cable, case closed. The system functioned as intended after the technical support specialist diagnosed the device.